Manufacturer narrative:
(B)(4). Batch # r92e01. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an open off-pump coronary artery bypass grafting procedure, an unexpected sound was heard when the device cut the tissue. Then the surgeon realized that the blade tip was missing. The broken tip was found on the operating room floor. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 7/3/2018. Batch # r92e01. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched and had evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause of the device stopping activation and displaying an alert screen is blade damage. It is possible that the unexpected noise heard could be either the blade making contact with metal or plastic while activated, the blade not being properly attached to the handpiece, or the solid tone emitted by the generator when the blade becomes damaged. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.